Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connectors were reseated. The interconnect cable and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an intermittent black image during case. There is no report of pt injury or death.